Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power cord insulation was found to be cut and the ground wire insulation was visible. The device was not changed out as the biomedical engineer put electrical tape on the power cord. There were no delays, no blood loss or no adverse consequences to the patient as the unit was set up for the procedure the night before.

Manufacturer narrative:
Evaluation is in process, but not yet complete.